Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / side (right)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, obesity, chronic cervicitis, adenomyosis, abnormal uterine bleeding and abdominal adhesions. Previously administered products included for an unreported indication: birth control pills from 2004 to 2006. Concomitant products included bupropion since (B)(6) 2018, escitalopram from 2010 to 2018, ibuprofen and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("currently pregnant reported on (B)(6) 2013"), experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vulvovaginal pain ("vagina pain") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy,bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage and dysmenorrhoea had resolved and the pregnancy with contraceptive device, urinary tract disorder, bladder disorder, vulvovaginal pain, abdominal pain upper and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, bladder disorder, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2015, (B)(6) 2013. Insertion details-right 4 left 31 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on (B)(6) 2019: chronic cervicitis with squamous metaplasia. Endometrium with glandular and stromal changes consistent with exogenous hormone therapy. Adenomyosis. Unremarkable fallopian tubes. No evidence of hyperplasia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received-new event currently pregnant were added.new reporter, lab data, medical history, insertion details, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain/side (right)'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products, included for an unreported indication: birth control pills from 2004 to 2006. Concomitant products included: bupropion since (B)(6) 2018, escitalopram from 2010 to 2018, ibuprofen and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vulvovaginal pain ("vagina pain"). And abdominal pain upper ("stomach pain"). And was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage and dysmenorrhoea had resolved. And the urinary tract disorder, bladder disorder, vulvovaginal pain, abdominal pain upper and weight decreased outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted, in date of insertion: (B)(6) 2011 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, plaintiff fact sheet received: event: medical device removal updated to pelvic pain. Events added from pfs: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), pain, vagina pain, stomach pain, abnormal bleeding (general), weight loss, date of birth were added, reporter information, concomitant drug, historical drug, aka name, lab data were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received. Injury nos replace with new event medical device removal. Date of insertion updated, date of removal, cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.